Event description:
It was reported that during a breast biopsy, the marker sheared off the plastic applier tube with a piece of plastic attached at the tip. The piece came out with the marker. Physician deployed another marker into the biopsy site. There were no patient consequences reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the introducer tip sheared off. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A preliminary investigation form process has been initiated. In addition, each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.